Manufacturer narrative:
The device was not returned to olympus for evaluation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that external stress was applied to the lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. The cause of external stress may have been from the user applying force toward incorrect direction. The user can detect the event by conducting inspection as follows per the instructions for use (IFU): "preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during reprocessing, there had been an ongoing issue with locking arms breaking due to the connecting tube connectors with the oer-elite reprocessor. The connecting tube cannot be connected to the channel connector in the reprocessing basin. There were no reports of patient harm associated with this event. The medical device report (MDR) is related to the following patient identifiers: (B)(6) (model number : maj-2111); (B)(6) (model number : maj-2110); (B)(6) (model number : maj-2112); (B)(6) (model number : maj-2110); (B)(6) (model number : maj-2110): this report. (B)(6) (model number : maj-2110).